Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a portion of the pull wire broke and remained inside the patient. There was no surgical delay and no adverse consequence. Procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Probable root cause for the reported failure involving this device could have been caused by: design: poor mechanical advantage of locking feature. Materials of inserter locking mechanism cannot withstand user locking forces. Manufacturing: locking mechanism not manufactured or assembled to specification. Incorrect heat treatment applied. Application: not enough force applied. User unfamiliarity with device". The alleged failure mode will be monitored for future reoccurrence. MFR date:12/14/2015. (B)(4).

Event description:
It was reported that a portion of the pull wire broke and remained inside the patient. There was no surgical delay and no adverse consequence. Procedure was completed successfully.